Event description:
The customer reported that the 840 ventilator had an inoperative graphic user interface (gui) screen verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) touchframe printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).